Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while awaiting surgery, a magnet was placed over the patient¿s implantable pulse generator (ipg), non-capture was noted with the patient¿s intrinsic rate below lower rate. A local company representative was paged to perform a full device check. The device remains in use. No patient complications have been reported as a result of this event.